Event description:
The consumer reported using the product several hours on her back. When the patch was removed, the consumer described skin removal which resulted in a open sore similar to a peeled blister spot. The consumer did not seek medical attention at the time of the incident, and it is unknown how the area was treated.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements or mandatory reporting of adverse event involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.